Manufacturer narrative:
H3: further information relative to the details of the event have been requested from the representative who was present in the procedure.

Event description:
Right hemicolectomy procedure. Cs29 and ralc45 dlu's were fired and leaks developed.